Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable ferr4 tina-quant ferritin gen.4 results for 1 patient sample on a cobas 8000 - cobas e 602 module. The initial ferritin result was 0.897 ng/ml. The sample was repeated and the result was >2000 ng/ml accompanied by a flag indicating the value is above the linearity/measuring range of the assay. A 1:50 dilution of the sample was performed and tested and the result was 14252 ng/ml. This result was believed to be correct.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. Qc was within range on the day of the event. The customer cleaned the sample probe and has had no further issues. Many sample clot/abnormal aspiration alarms were observed. The investigation did not identify a product problem. The root cause of the event could not be determined.